Manufacturer narrative:
(B)(4). Jaw. Additional information was requested. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon fired the device on the 5th firing and the device clips would not hold the tissue, he also stated that the device had fired a scissored clip. He stated that one clip ejected out of the device on the 6th firing. No clip was in the patient. They completed the procedure with a new like device. There was no patient consequence reported.